Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4) would stop and show a blank screen after 5-6 compressions after each pulse check. The platform was restarted but the same issue persisted. The platform also displayed user advisory (ua) 18 (max take-up revolution exceeded) that was cleared when the platform was reset. The patient was belted on, at 30 degrees, and not overly large. All obstructions were cleared from the lifeband. The platform then displayed a low battery message. The autopulse li-ion battery (sn unknown) was pulled out and the status leds illuminated 4 green lights, indicating it was fully charged. A second fully charged autopulse li-ion battery (sn unknown) was inserted and the platform worked for a bit but shutoff and the platform showed the battery was dead. A third spare battery was firmly inserted and worked as intended. The customer believed the platform might have a connectivity issue and reported that this is a recurring issue. No impact or consequence to the patient. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery (sn unknown). MFR # (B)(4) for the autopulse li-ion battery (sn unknown).

Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(4) would stop and show a blank screen after 5-6 compressions was not confirmed during the preliminary functional testing but was confirmed during the archive data review. The archive file showed the device shutting off unexpectedly three times during active operation on june 10. The reported issue of that the platform showing a blank screen after 5-6 compressions after each pulse check is also possibly related to the incident observed on june 10. The probable root cause of the device shutting off unexpectedly could not be conclusively determined. However, the power distribution board was replaced as a preventive precautionary measure to help prevent reoccurrence. The customer reported a complaint that the autopulse platform (sn (B)(4) displayed a low battery message was not confirmed during the preliminary functional testing but was confirmed during the archive data review. Based on the max load sum and the take-up target, the possible root cause of the device stopping compression might be related to the patient's chest being too stiff and hard to compress. The device draws more power out from the battery for the motor to reach the target depth within the specification time. Visual inspection of the platform was performed, and no physical damage was observed. Based on the archive review, the platform was powered on twice and performed several compressions on june 22, the event date, without any issue (no error or fault reported). The reported platform also displayed user advisory (ua) 18 (max take-up revolution exceeded) observed in the archive review, unrelated to the reported complaint. The (ua) 18 occurred multiple times in april, may, and a few times in june (but not on the event date). During takeup, the drive shaft moved the lifeband past the maximum allowable takeup depth without detecting a patient. This normally is experienced if there is no patient on the autopulse or if the patient is too small when the user presses the start button. Further review of the archive showed an incident where the platform stopped compression due to (ua) 17 and followed by the low battery warning message, confirming the reported complaint. Based on the max load sum and the take-up target, the possible root cause of the device stopping compression might be related to the patient's chest being too stiff and hard to compress. The device draws more power out from the battery for the motor to reach the target depth within the specification time. The batteries used during the reported event were not returned for investigation. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries until discharged without any fault or error. The customer reported complaint, and the errors observed in the archive were not reproduced during the functional testing. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).